Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing reference: 3008452825-2023-00294, 3008452825-2023-00296, 3008452825-2023-00297. During the paroxysmal atrial fibrillation, optical issues occurred requiring troubleshooting and multiple catheter exchanges resulting in a procedural delay. The procedure was completed with the final catheter with no adverse consequences to the patient. It was noted that there was no contact force displayed and the ensite showed an error message stating, ¿no contact force information available.¿ the connections were checked and the tactisys was restarted which did not resolve the issue. The catheter was replaced but the same problem occurred. The catheter was replaced three consecutive times but the pressure parameters could not be displayed each time. The catheter was replaced for a fifth one and the procedure was completed with no adverse consequences to the patient.